Event description:
Handle broke on pliers during appointment when passing over ligature ties.

Manufacturer narrative:
A review of the complaint history for this part number identifies multiple complaints for the same failure modes. Analysis of product pictures confirms the customer complaint; the plier handles have broken at the top groove and the plier tip did break. This is a known issue and full root cause analysis is being tracked as part of CAPA jg050218. Customer complaint is confirmed. CAPA assessment: CAPA jg050218 was opened for this issue previously. Investigation and corrective actions will be tracked as part of the CAPA.